Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic on an unknown date, the merlin programmer gave an overestimation of battery longevity of the implantable cardioverter defibrillator. The device reached elective replacement indicator on (B)(6) 2018. There were no signs of apparent premature battery depletion or anomalous battery behavior. No patient symptoms were reported, and the patient would continue to be monitored.